Event description:
Pt is s/p transanal excision for ti rectal cancer in 2002. Twelve days later, pt at home and experienced painless rectal bleeding. Pt went to local hosp and was admitted. The next day, a flexible sigmoidoscopy was performed and no active bleeding was found. There was an area consistent with an expelled suture. Pt was discharged home the next day. Initial hospitalization was 2 days in 2002.